Event description:
The lay user/patient called lifescan (lfs) on september 18, 2006 and alleged that her meter was reading inaccurately high. The lifescan (lfs) another country representative spoke to the patient and obtained the following information. The patient reported that 2 to 3 weeks ago, she became hypoglycemic after taking insulin. The patient stated that on the day of the event, she ate breakfast and lunch as usual and tested at those times as usual (she does not recall the results from that day). She took her lantus and humalog insulin, which are based on her meter results. In the evening, at 6:45 p.m. The patient's nurse gave the patient her humalog injection, which was based on the meter result. She takes her evening dose of insulin about 30 minutes before dinner. About 15 minutes after taking the humalog, she began to feel hypoglycemic. She could not describe what her symptoms were. She drank orange juice and ate a biscuit and felt better a few minutes later. She then ate dinner. The patient did not test her blood glucose during or after the event. Prior to the insulin injection, the patient tested her blood glucose on two different meters. The patient's meter read higher than the other meter. Her insulin was adjusted; however, to the patient's meter. She stated that these hypoglycemic events have happened several times since she obtained this meter. The testing technique was correct; however, the technique for cleaning the puncture site was not correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the patient suffered from symptoms that the patient attributes to being hypoglycemic after obtaining a meter result and taking insulin. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.